Event description:
The facility alleges there was a sharp edge on the bedrail and the resident's leg was cut requiring 10 staples.

Manufacturer narrative:
Resident reportedly had thin skin and needed a two person transfer. During this transfer patient was cut. Additional information indicated a component was missing from the bedrail, which allegedly contributed to the skin tear. The missing components location is recessed. It's unclear how this area could be contacted and contribute to event. Facility was contacted and indicated incident was a combination of events during the transfer. Current user guide covers hardware maintenance. Information indicates device is functional and remains in use.